Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results an investigation was performed on retention and returned product for the reported lot number. Retention and returned devices were tested with clinical hcg-negative urine as well as qc cutoff standards (25 miu/ml). Results were read at 3-4 minutes. All devices tested with clinical hcg-negative urine produced expected negative results. All devices tested with qc cutoff standards produced expected positive results. All devices performed as expected. Manufacturing batch record review did not uncover any abnormalities and the lot met quality control specifications. A root cause could not be determined from the available information.

Event description:
It was reported by the distributor that the customer was getting incorrect readings on the tests. Although requested, no other information was received.